Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the clinic. The pacing impedance was noted to have suddenly increased and returned to baseline. Approximately two weeks later, the patient heard the alert again. An x-ray was performed, but nothing was observed. The lead remains in use. No patient complications have been reported as a result of this event.